Event description:
The pt received four leads from the same lot on (B)(6) 2011. It was reported the pt underwent surgical intervention. Two of the four leads were explanted and replaced due to high impedance. The pt reported effective coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Eval results: the leads were returned cut and incomplete. The terminal ends were not returned. No broken wires were observed in any of the segments. The terminal ends were not returned. Functional testing was performed by measuring continuity from the contacts to the end of the cut wires of the stimulation segments. Continuity of the wires in the lead body segments were measured from cut end to cut end. All of the segments passed continuity testing. The damage to the leads was consistent with explant damage. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.